Manufacturer narrative:
E1: reporter phone #: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had buttons that were unresponsive. The device was in clinical use when the issue occurred. It was reported that the patient was unable to detach from the device for an extended period of time, and lead to patient harm (unspecified). The unspecified harm was assessed as a non-serious injury. According to the respironics v60/v60 plus ventilator service manual (reference: section 6.5 symptom-based troubleshooting, page 114), "if you cannot shut off the ventilator when the touchscreen is unresponsive, press the on/shutdown button, then the accept button on the front bezel." It is recommended to check the patient. If the patient requires a setting change, provide alternative ventilation. Service the ventilator. This investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that there was no harm to the patient during the event. The suspected device was replaced. Based on the information currently provided and available, no harm or injury has been sustained and therefore further analysis of cause and/or contribution of the device to a serious injury or death is not applicable. The km also reported that the hospital had a third-party dealer replace the key panel. The issue was resolved, and the device was returned to service.